Event description:
Baxter affiliate reports leakage from patient line of homechoice set during prime of treatment on the homechoice machine. Per affiliate, patient did not continue treatment with set after leakage was noted. Affiliate reports the patient line was about 1/2" higher than the heater bag at the time the leak was noted. Affiliate reports patient did not have pets at home that had access to the tubing and the set overpouch was not cut or damaged prior to set use. Affiliate reports no patient injury or medical intervention as a result of leak.